Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of connection occurred. The product was evaluated. An external visual inspection was performed and passed. Nordic bluetooth pairing test/download was performed and failed due to incomplete. No data was provided for evaluation. The allegation was confirmed. The probable cause was a defective transmitter. The reported event of a loss of connection is reportable based on the finding of defective transmitter. No injury or medical intervention was reported.